Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a new maverick balloon was used to complete the procedure. There were no patient complications and the patient was in a stable condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. At 4mm proximal to the tip of the balloon, there was a 12mm longitudinal tear to the balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a new maverick balloon was used to complete the procedure. There were no patient complications and the patient was in a stable condition.